Event description:
It was reported that the number of channels of concerned ci in status hi has been increasing. The hi channels were switched off. Patient's performance has decreased. No accident was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.